Event description:
The following information was reported: the doctor pulled back on the procedural sheath but the white tube did not deploy. Manual compression was help for less than 20 minutes to achieve hemostasis. The patient was not hospitalized.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1429507) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Manufacturer narrative:
The word "help" is being corrected to "held."

Event description:
The following information was reported: the doctor pulled back on the procedural sheath but the white tube did not deploy. Manual compression was held for less than 20 minutes to achieve hemostasis. The patient was not hospitalized.